Event description:
The distributor reported that the locator screw fractured inside the implant. The dentist is unable to remove the fracture part of abutment from the implant. Therefore, implant was removed.